Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The 18.0mm and 90% stenosed target lesion was located in the right posterior descending coronary artery (pda). The reference vessel diameter was 2.75mm. The lesion was predilated and a 2.75x20mm taxus express2 stent was implanted resulting in 0% residual stenosis. The patient was discharged 1 day later on aspirin and clopidogrel. At 235 days post index procedure, at the 9 month follow up visit, the patient was assessed with recurrent angina and underwent coronary angiography which showed with in-stent restenosis and timi flow of 0. The 100% stenosed lesion was located in the right pda, and there was severe narrowing proximal to the index stent. The lesion was treated with 2.5x28mm and 2.5x8mm promus stents resulting in 0% residual stenosis. The patient was discharged 1 day later on aspirin and clopidogrel.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.